Event description:
Patient daughter called stated they met with mdt rep yesterday and did the prm process and the ins did not go to normal recharge state. Caller stated the ins is dead and they like to know if the patient could have an MRI. Caller stated patient is schedule for spine surgery and need MRI. Caller stated mdt rep told them to call pats for information. Agent confirmed the insr is functioning as intended.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported pt had the stimulator for nerve pain in their spine, but ins had not worked for two years and now wasn't able to charge. Agent asked, caller explained therapy wasn't helping pt so they stopped using ins. Caller stated pt needed to put ins into a safe mode for MRI; agent reviewed information. The caller was redirected to their healthcare provider to further address the issue, but they just wanted agent to send email to reps in field instead. Agent sent email to request assistance with possible over discharge of ins and MRI mode. Caller mentioned that pt needed MRI of their back; they had a back surgery years ago and had some 'screws come loose' and that's why the doctor ordered the MRI. Caller confirmed MRI didn't have anything to do with ins. Caller called back and stated that they left a voicemail of the issue 3 weeks ago. (B)(6) called the patient but the caller was unable to pick up; since then caller had left 7 or 8 voicemails to (B)(6). Caller stated patient had back surgery years ago that was unrelated to the device. There was hardware from the first surgery that was rattling and causing them a lot of pain. Caller also stated that patient would take the stimulator out and they never liked it. A response was received from the patient stating their implant was not charging and so their therapy was not helping. Patient reports their issue has not been resolved as no one has not been able to return their call and help them.